Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be determined. The foreign material was simethicone, based on information obtained from the customer. We did confirm foreign material adhered to or clogged the air water cylinder and channel. The foreign material that may have remained for reprocessing was deviated from IFU from the obtained information. No physical damage to the device was confirmed at the location the location where the foreign material remained. The event can be detected/prevented by following the instructions for use: cf-190 series operation manual chapter 3 preparation and inspection. Cf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing and the evaluation found that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the rhino laryngo videoscope exhibited white foreign material in the air/water cylinder and the air/water tube. There were no reports of patient involvement.